Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the bolus cancelled screen. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for alternate insulin therapy.